Event description:
It was reported that a perforation, pericardial effusion and death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The initial deployment was distal to the ostium, so a partial recapture was performed. The second deployment was also distal, so a second partial recapture was performed. After getting the device back to the flx ball shape, there was a noted "jump" with the wds while moving more proximal. At this time a check for an effusion was performed, but no changes from the pre-procedural look at the pericardial space were noted. The device was then deployed a third time, and the result was too proximal. After discussing with the physician they decided to upsize and try another device. Before opening the new device, a check for an effusion was performed. This time there was a significant effusion developing. Systemic blood pressure began to drop, so a pericardiocentesis was performed. Roughly 550cc of fluid was drained from the pericardial space and the patient began to stabilize. A blood transfusion was ordered and administered to account for the blood being drained from the pericardial space. While monitoring the patient on transesophageal echocardiogram (tee), the pericardial space again began to fill with fluid. At this time a cardiothoracic surgeon was notified. The patient needed an emergent surgery to locate the source of the bleeding and stop it. The patient was moved from the ep lab and transported to surgery for the procedure. Post surgery, the surgeon reported that there was a "small hole" in the appendage presumably resulting from the attempted watchman flx procedure. The patient was stable post-surgery and in recovery. The patient had issues during recovery. The family opted to switch to palliative care and the patient died ten days post procedure without ever leaving the facility. It was further reported that the patient was noted to have severe aortic stenosis with progression of calcified disease from prior echocardiography. The significant effusion developed into cardiac tamponade. The patient underwent emergent sternotomy with ligation of left atrial perforation. On (B)(6) 2020, the patient underwent mediastinal exploration with wound vac removal and chest closure. The patient was stable after surgical intervention and was extubated on (B)(6) 2020; however, he remained critically ill and was in chronic systolic heart failure. He was initially treated with milrinone and dobutamine in addition to lasix drip for diuresis. Post-operatively, the patient also had encephalopathy. The patient developed aspiration pneumonia a few days later. On (B)(6) 2020, the patient developed leukocytosis. He was started on empiric antibiotics. Neurology was also consulted to assist with evaluation given worsening altered mental status. The patient experienced further clinical deterioration and was re-intubated on (B)(6) 2020. A CT of the chest / abdomen / pelvis revealed worsening bilateral pleural effusions and basilar opacities. He experienced further hemodynamic compromise with rapid aflutter and heart rate in the 170's with worsening renal function and hypotension. Pressor requirements increased and the patient was cardioverted but despite therapy he remained tachycardic. After discussions with the family on (B)(6) 2020, it was decided that they would end life support and keep the patient comfortable. The patient passed later that day. The cause of death was related to post-procedural complications including aspiration pneumonia.

Event description:
It was reported that a perforation, pericardial effusion and death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The initial deployment was distal to the ostium, so a partial recapture was performed. The second deployment was also distal, so a second partial recapture was performed. After getting the device back to the flx ball shape, there was a noted "jump" with the wds while moving more proximal. At this time a check for an effusion was performed, but no changes from the pre-procedural look at the pericardial space were noted. The device was then deployed a third time, and the result was too proximal. After discussing with the physician they decided to upsize and try another device. Before opening the new device, a check for an effusion was performed. This time there was a significant effusion developing. Systemic blood pressure began to drop, so a pericardiocentesis was performed. Roughly 550cc of fluid was drained from the pericardial space and the patient began to stabilize. A blood transfusion was ordered and administered to account for the blood being drained from the pericardial space. While monitoring the patient on transesophageal echocardiogram (tee), the pericardial space again began to fill with fluid. At this time a cardiothoracic surgeon was notified. The patient needed an emergent surgery to locate the source of the bleeding and stop it. The patient was moved from the ep lab and transported to surgery for the procedure. Post surgery, the surgeon reported that there was a "small hole" in the appendage presumably resulting from the attempted watchman flx procedure. The patient was stable post-surgery and in recovery. The patient had issues during recovery. The family opted to switch to palliative care and the patient died ten days post procedure without ever leaving the facility.